Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient experienced a spinal leak. IV medication was administered to address the symptoms. There have been no further reports of complications regarding this event. Follow-up indicated that the patient is working through the stimulation programs to receive effective pain relief.